Event description:
The customer stated that she was treated by the paramedics for low blood glucose levels. The customer stated that she was wearing the recalled infusion sets at the time of the event. Troubleshooting was performed and the insulin pump was programmed correctly. The insulin pump passed the self test. The reservoir volume matches the amount of insulin in the reservoir. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.